Event description:
It was reported that the patient had low flows and began coughing, went into ventricular tachycardia (vt) initially and then into ventricular fibrillation (vf). Patients intrinsic automatic internal cardiac defibrillator (aicd) fired, sending the patient back into sinus tachycardia and the patients flow resolved. Of note, the patient has a history of vt with an implanted ICD. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that, in addition to the reported low flows, the patient began coughing, went into ventricular tachycardia (vt) initially, and then went into ventricular fibrillation (vf). The patient's intrinsic automatic internal cardiac defibrillator (aicd) fired, sending the patient back into sinus tachycardia, which was reported to have resolved the patients flow. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Of note, the patient's reported medical history indicated that the patient had a history of vt. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient had low flows and began coughing, went into ventricular tachycardia (vt) initially and then into ventricular fibrillation (vf). Patients intrinsic automatic internal cardiac defibrillator (aicd) fired, sending the patient back into sinus tachycardia and the patients flow resolved. Of note, the patient has a history of vt with an implanted ICD. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that, in addition to the reported low flows, the patient began coughing, went into ventricular tachycardia (vt) initially, and then went into ventricular fibrillation (vf). The patient's intrinsic automatic internal cardiac defibrillator (aicd) fired, sending the patient back into sinus tachycardia, which was reported to have resolved the patients flow. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Of note, the patient's reported medical history indicated that the patient had a history of vt. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.